Event description:
It was reported that two sensors broke due to the serter. The blood glucose reading was 150 mg/dl. The customer stated that enlite serter did not release the sensor after the second button press, and the needle hub became stuck in the serter. She was unsure whether the catch arm of the serter was bent. She reported that neither needle hub nor sensor were inside the serter. The customer was advised to return the complete sensor and serter. She stated that she was not using the sensors and serter due to the issue. She was advised that the sensor and serter be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed visual inspection and found one of two sensor insertion needles bent inside the sensor base. One remaining sensor had the needle separate from the sensor base. Unable to confirm that the customer received the sensors in that condition due to the product being returned opened/used.